Manufacturer narrative:
D4 unique identifier: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter address: (B)(6). E1 initial reporter state: (B)(6). G2 report source: yamaji, k., tanaka, k., yamasaki, t., sudo, k., kinoshita, y., sumiyoshi, a., watanabe, s., iwamoto, m., watanabe, h., & okamura, a. (2025). Rotablator burr disconnection and a gap predictor. Jacc: case reports, 30(25), 104403. Https://doi.org/10.1016/j.jaccas.2025.104403.

Event description:
It was reported via literature device issue occurred. A patient presented with a history of emergency pci for acute myocardial infarction 5 months ago and elective pci for severe stenosis performed 4 months ago. Because of residual effort angina, pci was performed for a heavily calcified stenotic lesion. Dilation with a 2.0 x 15 mm balloon could not dilate the lesion sufficiently, and ivus revealed diffuse calcified lesions extending from the right coronary artery ostium with nodular calcifications protruding into the vascular lumen at various points. Rotational arthrectomy (ra) was performed with a 1.5-mm burr, but when the advancer knob was retracted after successful passage through the lesion, only the drive shaft was retrieved while the burr remained. The guidewire was not fractured, and the burr was retrieved successfully by slowly pulling out the rota wire. Subsequent balloon dilation dilated the lesion sufficiently, followed by drug eluting stent (des) implantation, resulting in optimal lesion dilation.